Event description:
It was reported that during an unknown procedure, the first device would not squeeze to get a "click." The second device jaws would not close. A third device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). The device (a) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The clamp function as intended, opened and closed properly. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The analysis results found that the device b was returned in good physical condition. The device was tested with a generator and was functional. The clamp function as intended, opened and closed properly. No broken component was noted. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch e9f02w, mfg date 5-7-08, exp date 5-7-13.